Event description:
It was reported that the patient had a 'hellacious' backache 'literally' after the anesthesia wore off from implanting the lead for trial. The patient had symptoms of pain that never went away and she could not walk after implant. It was noted that the patient had an aorta bifib bypass and she reported the graft she had for that may be old. She had a call in to the health care professional (hcp) to see if the graft could be an issue. It is unknown if this was related to the event at the time of this report. The patient had not sought medical attention for the pain. No other information was reported at the time of this report.

Manufacturer narrative:
(B)(4).